Manufacturer narrative:
Device was not returned for evaluation.

Event description:
According to a published article, surgeon has diagnosed patients with chondrolysis. Surgeon alleges that the chondrolysis is associated with the use of a painpump. Seven mdrs were filed in 2005 that were associated with this article.